Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2012. During the procedure, the blade stopped working as soon as it was activated. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Blade seized/stopped. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.